Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during a review of the pump's event history and duplicated during device evaluation. The root cause was determined to be depleted main batteries. The main batteries and battery harness were replaced to correct the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. Additional investigation is being conducted through corrective and preventative action (CAPA) (B)(4). Correction: information erroneously omitted from the initial medwatch.